Event description:
It was reported that there is an unknown substance inside of the packaging. There was no patient involvement. There was no medical treatment or intervention and no adverse consequences associated with this event.

Event description:
It was reported that there is an unknown substance inside of the packaging. There was no patient involvement. There was no medical treatment or intervention and no adverse consequences associated with this event.

Manufacturer narrative:
An investigation has not yet been completed for this event. A supplemental will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The packaging was received sealed. Clear moisture/ precipitation was noted inside the sealed packaging. Laboratory testing conducted confirmed the presence of poly(dimethylsiloxane), also known as silicone. The most likely root cause is excessive lubricant on the device. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. Instructions for use (IFU). "Careful handling of instruments is necessary to avoid damage or breakage." "Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." The reported event will continue to be monitored through post-market surveillance.